Event description:
It is reported that patient had knee replacement in 1995, and was revised in 2007, due to soft tissue laxity and poly wear.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. Evaluation summary: no product returned for evaluation. Also, x-rays are not available for review. Item number and lot number information is not available. The cause of the problem could not be determined due to insufficient information. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.